Event description:
Meter name: one touch ii meter, strip name: one touch strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: unknown. A patient reported they called 911 and the paramedics came. Their meter allegedly was inaccurately high. The result on their meter was 430 mg/dl and hi prompt after 30 minutes. The results on the ER meter was unknown. The time difference between patient's meter and ER meter was no comparison was done. Treatment was unknown. "Customer was taking a nap and didn't wake up, test of 430 mg/dl was performed patient was unconscious, paramedics arrive and call had to disconnect". No further information has been reported.